Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, the customer was not seeing drops exit the end of the tubing during filling after 30u. The customer reported to be using the pump for "solu cortef" medication and not for insulin delivery. There was no impact to the customer's blood glucose level. The customer stated to be aware solu cortef is off label for pump use. Troubleshooting with tandem technical support (cts) was performed. The customer was instructed to change the cartridge. The customer stated that the cartridge would be changed and abruptly ended the call with cts.